Event description:
This lead was implanted on (B)(6) 2004 and remains implanted at this time. It was noted to have atrial impedance greater than 2000. Did serial measurements and then did other testing. After this, atrial impedance dropped down into a "normal range" of 397. Threshold is 0.5v at 0.4ms. But at first appeared to be no capture. Caller states this has occurred previously and spiked in july, august, sept, december and then recovers - recent spike to 1000, back down and then over 2000, and now has come back down. The physician was dr. (B)(6). No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2)